Manufacturer narrative:
On (B)(6) 2025, the user informed senseonics that the system was displaying results that differed from blood glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance deviation. An RMA was issued for the return of the sensor for further investigation. Upon receipt, visual inspection revealed a small portion of the hydrogel missing over the optical area of the sensor, likely caused during the removal procedure due to excessive force applied by the removal clamps; this finding was unrelated to the user's complaint. In-house testing revealed chemical degradation of the glucose sensing component on the short end.however, evaluation of sensor in vivo data indicated chemical degradation across all sensing areas, consistent with oxidation of the glucose indicating component of the sensor hydrogel. This likely contributed to the observed inaccuracies. A replacement sensor was provided to the user as part of the resolution. B4.date of this report 11 jan 2026 g3.date received by the manufacturer? 11 jan 2026 h3. Device evaluated by manufacturer?yes h6. Type of investigation updated to 10 h6. Investigation findings updated to 3231 h6. Investigation conclusions updated to 4307.

Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.